Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During remote follow-up, oversensing episodes were observed as well as low sensing, high impedence, and high threshold values for the right ventricular (rv) lead. The lead was explanted and replaced. The patient is stable.